Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that the lancet protrudes from the end cap of the multiclix lancet device after firing. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.